Manufacturer narrative:
Device left in patient.

Event description:
Primary surgery/instrument failure - the patient was having a total hip replacement. At the time when the acetabular cup was being implanted with the impactor, the screw that attaches the 2 pieces broke off inside the implant in the patient. The patient retains the broken piece from the impactor.

Manufacturer narrative:
The reason for this complaint was to report the instrument positioner, fmp acet threaded tip breaking off into the implant during the primary surgery. The healthcare professional indicated there was a 10 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The threaded tip was not returned, as noted "patient retains broken piece from the impactor, the rest of the instrument was returned to djo sugical on 16 oct 2015. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. Based on the released date the positioner, fmp acet may have been in service for over 2.2 yrs. (B)(4). Examination of the returned positioner, fmp acet confirmed the threaded tip (1/4-28-unf-2a) has broken off. The threaded tip was not returned, as noted "patient retains broken piece from the impactor". There are multiple marks on the strike plate face and marks and scratches on the rest of the instrument. Care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) 0400-0146 "recommendations for the care and handling for djo surgical instruments. No containment of inventory required. Corrective and preventative action (CAPA)-(B)(4) found the design of the fmp acetabular positioner could result in fracture of the threaded tip with repeated use. Under the CAPA, the instrument has been redesigned and given a new part number. No field action was recommended for this issue. If the instrument is used to extract a shell the surgeon can hit the underside of the striking face, which can introduce bending load rather a typical axial load. Such a load can exceed the design capabilities of the threaded tip causing it to fracture. Even if the failure did not occur immediately from the bending loads, a small amount of damage could have been introduced which slowly expanded and eventually failed at a later time. The surgeon is responsible to ensure that the acetabular positioner is securely fastened to the fmp shell and there is no gap between the impacting sleeve and the shell which are secured to each other. If a gap exists the threaded section of the acetabular inserter will be subjected to excessive stress that could cause the threaded section to break, strip, or at least fatigue over time. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. The root cause of the event is that an area of localized stress concentration exists in the tip design of the fmp acetabular positioner. Other potential causes for this event include misalignment of the instrument during impaction, or repeated impact loads, torsional loads, and bending loads applied at the interface with the acetabular implant.